Manufacturer narrative:
The customer provided three patient samples for investigation. To confirm the customer's results, the investigation tested the patient samples using the phny2 assay on the cobas c501 and phnym (phenytoin assay using using fluorescence polarisation method) on the cobas integra 400 plus. The investigation could not confirm the customer's results as the patient sample results from both analyzers were above the lower end of the measuring range. The results for both assays were comparable. The customer used the reagent pack even if it exceeded the onboard stability of 12 weeks. Product labeling states "storage and stability - shelf life at 2-8 °c: see expiration date on cobas c pack label; on-board in use and refrigerated on the analyzer: 12 weeks". The investigation determined the event was consistent with the customer's use of a reagent pack that exceeded its onboard stability. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the customer's cobas pure c 303 is (B)(6). The customer used the reagent pack even if it has exceeded the onboard stability of 12 weeks. The patient sample was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable phny2 phenytoin results from one patient sample tested on the cobas pure c 303 analytical unit. The doctor contested the initial result because a phenytoin dose was given to the patient, prompting the rerun of the initial patient sample. A new sample was also collected from the patient. The initial result of the initial sample was 0.000000 umol/l with a data flag. The first repeat result of the initial sample was 3.06 umol/l with a data flag. The second repeat result of the initial sample was 3.21 umol/l with a data flag. The initial result of the new sample was 0.0000 umol/l with a data flag. The repeat result of the new sample with dilution was 0.0000 umol/l with a data flag.